Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported feeling high and thought that the basals were not working. The customer had no symptoms. The customer treated for the high blood glucose level with manual injection. The customer¿s blood glucose level at the time of call was 137 mg/dl. Troubleshooting was performed and customer would call back to complete high pressure test after stating that the tubing clamp was at home. After troubleshooting, it was found that bolus and basal were accounted for. Customer was advised to monitor blood glucose. The insulin pump will not be returned for analysis.